Manufacturer narrative:
(B)(4). Eval, results: 98% stenosis. Failure to deliver the stent & stent deformation. Force was applied to the device during the procedure. Eval, conclusion: 98% stenosis. Force was applied to the device during the procedure. Eval summary: the stent was positioned between the inner shaft markers of the balloon on the returned stent delivery system. The 14th and 15th distal segments were raised and deformed.

Event description:
An attempt was made to advance an endeavor sprint 2.75mm diameter x 30mm length rapid exchange (rx) stent in a lesion in the distal lad which exhibited 98% stenosis. The lesion had been pre-dilated prior to the attempted advancement; however, the stent couldn't pass through the lesion and resistance was encountered. The use of force was applied to the device during the procedure. No other clinical sequelae were reported.